Event description:
During the procedure, the arterial pump stopped. An error code 010040 was displayed. The perfusionist hand cranked to maintain blood flow.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The 510(k) number is k950990. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The sorin service tech was dispatched to evaluate the pump on site. He could not reproduce the problem. The pump was returned to sorin group (B)(4) for evaluation. Sorin group (B)(4) could not reproduce the problem. As a preventative measure, two circuit boards were replaced. The pump was then subjected to four days of testing. The pump functioned properly. Sorin group (B)(4) could not re-create the reported problem. The instruction for use describe how to safely hand crank the pump to start, continue or conclude a procedure in the event of a pump stoppage. (B)(4). This medwatch report is filed as a result of this action.